Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 6 MDR's filed for the same patient (reference 1825034-2014-02852 /-02853 /-02854 /-02855 /-06925 /-06926).

Event description:
Legal counsel for patient reported patient underwent total left hip arthroplasty on (B)(6) 2006, and a revision procedure on (B)(6) 2013, due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, elevated metal ions. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a total left hip arthroplasty on (B)(6) 2006 and a right total hip arthroplasty on (B)(6) 2005. Operative report received noted patient underwent a right hip revision on (B)(6) 2013. All components were removed and replaced with spacer molds. On (B)(6) 2013 patient was reimplanted with competitor's components.

Event description:
Legal counsel for patient reported patient underwent total left hip arthroplasty on (B)(6) 2006, and a revision procedure on (B)(6) 2013, due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, elevated metal ions. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 5 states, ¿periarticular calcification or ossification, with or without impediment of joint mobility." Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-02852 / 02855).